Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: product analysis found no fault with the device. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4)., manufactured date: 2015-04-28 h3: product analysis found there was no stim response. Fuse of the channel one was broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during operation, there was no stimulation response. The stimulation was set to (1.0¿3.0). Stimulus delivery tone was not heard when attempting to stimulate the nerve and there was no waveform displayed. There was no patient impact.